Event description:
Pt was being lifted by use of patient lift. Cna was using the lift and was present during the procedure. Boom mast bolt apparently slipped out of place, causing boom to tilt, resulting in boom losing support and pt slipping to the floor. Pt's fall was lessened by staff in attendance. Lift was checked by staff. Lock-nut had apparently loosened and was missing, causing boom mast bolt to slip out of place. Other lifts were checked and locking nut (nylon portion) was contacting threads, thereby not providing the locking capacity. Vendor called regarding need for longer mast bolts. Rep was there 7/27/94 to check out lifts. Rep was shown length of mast bolt and saw how the lock-nut would not tighten enough to contact nylon portion. Company has supplied longer bolts and lock-nuts to retrofit other devices with the shorter mast bolt.